Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did not confirm the deployed clip was captured on the distal end of the device. The vessel locator was fully retracted and undamaged with no detected anomaly to suggest the clip had been captured on the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The reported use of the device by an untrained user is off-label use and the likely cause for the incident. Improper or incorrect procedure or method, per instructions for use: under caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular.

Manufacturer narrative:
(B)(4): improper or incorrect procedure or method, per instructions for use: under caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se after an interventional procedure. Reportedly, the clip was deployed; however, it remained on the distal end of the device. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician was reported not to be trained in the use of the starclose se device. No additional information was provided.